Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Possible root causes for this event may be sample quality and insufficient maintenance. Centrifugation time was too short. Upon review, calibration signals were lower than expected. A high imprecision was noted for one level of control and control ranges were too wide. Control recovery was close to target on the day of the event. A general reagent issue is not likely.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas 6000 e 601 module (e601). The erroneous result was not reported outside of the laboratory. The customer mentioned that since they have had issues in the past, they always repeat samples with negative hcgb results before reporting any result outside of the laboratory. The sample initially resulted as 0.100 miu/ml accompanied by a data flag. The sample was repeated on a different e601 analyzer, resulting as 613.7 miu/ml accompanied by a data flag. The patient was also tested with a urine pregnancy test and the result was positive. A repeat result value of 613.1 miu/ml was also provided. It is not clear if this value represents an additional repeat result or if it was an approximation of the other repeat value provided. A clarification has been requested. The patient was not adversely affected. The hcgb reagent lot number was 15654203, with an expiration date of 09/30/2017. The customer did not see anything wrong with the sample, it was clear, with no fibrin or clots. The sample was tested in a false bottom tube and contained the correct volume of sample. The customer did not know the temperature or humidity level of the laboratory, but stated that they have a device in their laboratory which monitors temperature and humidity. The device will sound an alarm if temperature and humidity are outside of range. The field service engineer determined that the issue was related to sample quality. All other hcgb testing performed after the issue was ok. The customer stated they have performed testing on both analyzers and results matched. The field service engineer checked probes and reran the sample. He performed mechanism checks. Operational and mechanical checks passed. The customer performed calibration and controls; results were acceptable.

Manufacturer narrative:
It has been clarified that there was only one repeat value, which was 613.7 miu/ml. The value of 613.1 miu/ml was provided in error.